Event description:
Stone baskets did not function properly: sheath broke free of handle; basket won't come out of sheath, and wire broke through sheath. One was reportedly labeled incorrectly on the white sterilization label. Results: no defect could be detected on the sample (of 4) provided."